Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicated that the device was explanted and replaced due to normal battery depletion. The device was returned for analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel. The noise was oversensed, but no inappropriate therapy was delivered at that time. Technical services (ts) discussed troubleshooting options. Additional information was provided that additional episodes of noise were observed. The noise was unable to be recreated with isometrics; however was able to be created with valsalva maneuver. Diaphragmatic oversensing was suspected. It was noted that a stored electrogram revealed 2 to 3 seconds of pacing inhibition for this pacemaker dependant patient, as well as nonsustained ventricular tachycardia. A revision procedure was therefore performed. During the procedure, the physician elected to surgically abandon the pace/sense portion of the patient's transvenous defibrillation lead and place a new bipolar lead in the rv septum. No adverse patient effects were reported.